Manufacturer narrative:
The device intended to be used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the product and reported event, or determine a root cause. Probable root cause may be due to component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. No lot/serial number has been provided, therefore a review of device history is not possible. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends. (B)(4).

Event description:
It was reported that, during set-up/inspection of wound treatment, when the carrier was withdrawn, much of the silicone adhesive of opsite flexifix gentle 2.5cm x 5m roll removed with the carrier and did not remain on the film. Treatment was performed, without any delay, with a smith & nephew back-up device instead. Patient was not injured as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.